Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer does not think the device is working properly. The device was not in use on a patient and no adverse event to a patient or user was reported.